Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Downstream occlusion messages were verified through a review of the event history log which were not reproduced during evaluation. The device was found to operate within specification during downstream occlusion testing. Evaluation conducted downstream occlusion at 100ml/hr, 400ml/hr ad 800ml/hr and the pump detected downstream occlusion and then cleared once the occlusion was removed, and the pump continues to run. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion "on high speed test". The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.